Event description:
In 05, the patient had surgery for lumber canal stenosis at l4-s1. The surgeon stated that he gave enough torque to do the final tightening on all of connectors. Eleven days later, the patient complained of pain and underwent x-ray. Then it was found that the offset connectors and the set-screws at both sides of l4 were backed out. Fourteen days later, the patient had a revision surgery which whole construct was replaced and extended to l3-s1 from l4-s1.